Event description:
In a 2023 study from UK collecting long-term data confirming safety, performance, and clinical benefits of arcos modular revision stems used for total hip arthoplasty, it was reported that in 1 patient with previous aseptic loosening, a fracture occurred during femoral preparation which was fixed intraoperatively with a plate or cerclage wires. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: great britain. Component code: mechanical (g04) - stem. Kendrick, b. (2023). Post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study [review of post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study]. Mdrg2017-89ms-95h(revision 0.2). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.